Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has been having consistent low blood glucose (bg) levels over the past week (50s mg/dl), even though insulin intake had been lowered significantly. Low blood glucose levels were treated by consuming carbohydrates. The customer was to call back and troubleshoot once they got home, however they never did. Multiple attempts were made to try to follow up with the customer, however there was no response.